Event description:
A nurse reported that the patient was diagnosed with peritonitis and administered an unknown dose, frequency and route of vancomycin and gentamicin on (B)(6) 2012. This nurse stated that the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique and broke the sterile field during treatment: the patient did not wash their hands and did not don a mask. There was no reportable device malfunction. There is no allegation against any fresenius product in relation to the reported event.

Manufacturer narrative:
Medical records were received and reviewed by the post market surveillance department and information is provided in sections b(5) and b(7) of this report. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.